Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4) - device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure and what was approach (open, laparoscopic or other)? Were there any concomitant procedures performed? Were there any intra-operative complications? What are the patient comorbidities/concomitant medications? What is the duration of difficult urination? What is the volume of blood loss from bleeding? How was the bleeding treated and was medical intervention given for the pain management and difficult urination? Please provide surgical findings of the re-operations. Product lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Event related to patient's first event reported via mw# 2210968-2021-09543. Event related to patient's second event reported via mw# 2210968-2021-09544.

Event description:
It was reported that a patient underwent a sling procedure for stress incontinence on (B)(6) 2020 and the mesh was implanted. It was reported that the patient had the mesh sling cut under the urethra and surgery for mesh erosion. Additional information was requested.